Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -10.5/+2.5/091 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/22.2 and intraocular pressure was 18.3mm hg.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge with moisture on the lens.visual inspection found no visible damage to the lens. (B)(4).